Manufacturer narrative:
The lot number for the device was provided. The device history records are currently under review. The device is pending return. The investigation is currently underway. (Expiry date: 09/2021).

Event description:
It was reported that the venous catheter was attempted to be advanced through the 5f slender sheath, however some alleged difficulty was encountered as the yellow guard electrode protector was being advanced. Therefore, the catheter was retracted and a second attempt was made with unsuccessful results; so, the venous catheter was again retracted and upon removal the electrode had allegedly disengaged on one end and mangled significantly. Reportedly, a new catheter set was used to complete the procedure. There was no reported patient injury.